Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a revision procedure for a different lead, this left ventricular (lv) lead was not in a great position and did not appear to be pacing on the electrocardiogram. An attempt was made to explant the lead; however, a portion of the lead broke and could not be fully explanted. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.